Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained retaining sleeve shows that a part of the thread broke off. The exact cause of this occurrence is undetermined. At this point it is possible that a short mechanical overload or an incorrect alignment caused this damage. Improvement measures have been initiated and the specification of the retaining sleeve redefined. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The threads of the retaining sleeve broke off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
It was reported that during a matrix surgery on (B)(6) 2011 some of the threads on the retaining sleeve broke off. This happened during insertion, when there were problems picking up the screw. The scrub nurse tried to turn the green knob on the retaining sleeve clockwise, but it would not grip the screw. The screws were already inserted prior to this happening. One of the screws was connected to the screwdriver and the retaining sleeve by freehand and the other one from the screw rack.